Event description:
The product was delivered and deployed successfully, but upon retrieval the wire got stuck in the delivery-system and there were issues to get the delivery-system out of the patient. Patient outcome - "the patient wasn't injured at all and is doing very well. No harm was done."

Event description:
The product was delivered and deployed successfully, but upon retrieval the wire got stuck in the delivery-system and there were issues to get the delivery-system out of the patient. Patient outcome: "the patient wasn't injured at all and is doing very well. No harm was done."